Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that the patient had been taken to the hospital and there was ¿something wrong¿ with the patient¿s cardiac resynchronization therapy pacemaker (crt-p). The patient had elevated blood pressure, pain in their left side and ¿shock-like¿ feelings. At this time, the crt-p remains in use. No further patient complications have been reported as a result of this event.